Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported collapsed pump is confirmed as analysis identified the pump activation issues. It is probable that the activation issues could affect the functionality of the pump. Technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination identified the kink resistant tubing (krt) was worn to the filament, with no fluid leaks present. Examination also identified both cylinders to have a fold in the cylinder body. One of the cylinders also had a small hole proximal on the cylinder body that is consistent with sharp instrument damage, the damage is considered a secondary failure. The cylinders were functionally tested and no other damage was identified. The pump was functionally tested and failed the activation test that requires more than 8 lbs of activation force and verifies the fluid does not move from the reservoir to the cylinders with less than 8 lbs of force with no back pressure on the cylinders. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the pump not working, pump collapse and not filling when pressed. The ipp cylinder, pump, and reservoir was explanted and replaced with a new ipp cylinder, pump, and reservoir. The patient is expected to fully recover following the procedure.